Event description:
It was reported bd alaris pump module (B)(6) infusion set had leakage issues. The following information was provided by the initial reporter: "patient went to rest room at the clinic and called nurse because tubing was leaking blood and taxol on the floor."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the tubing was leaking. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number is unknown.

Event description:
It was reported bd alaris pump module smartsite infusion set had leakage issues. The following information was provided by the initial reporter: "patient went to rest room at the clinic and called nurse because tubing was leaking blood and taxol on the floor."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris pump module (B)(6) infusion set had leakage issues. The following information was provided by the initial reporter: "patient went to rest room at the clinic and called nurse because tubing was leaking blood and taxol on the floor."